Event description:
The end user reported that she did not like the ring as it melted around and over top of the retracted stoma which caused the stoma opening to be blocked. She had very little output and had abdominal discomfort and it felt as though she was having gas pain. This happened approximately twenty-four hours after wearing. She removed the appliance and noticed that seal was over top of the stoma. She removed it and stopped using it. Also, she applied a new appliance without the seal and the abdominal discomfort resolved and her stools were draining as normal. She had not been using it since then. She also stated that her skin has a warm temperature and at that time, no skin irritation was noted. Also, the end user had a flush stoma, and the seal was applied around the opening of the stoma. No photograph is available at this time.

Manufacturer narrative:
E1: complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Third party manufacturing site: 9681410.